Manufacturer narrative:
During the eval of the device at the MFR¿s service center, the device would not power on. The device¿s system board was replaced to address the issue.

Event description:
A MFR received info alleging a ventilator would not power on. There was no harm or injury reported.